Event description:
It was reported that there were telemetry issues. Stimulation had not been used in 8 months because the patient had the implantable neurostimulator recharger (insr) plugged into the wall while charging and the house had a surge. The electricity went through the insr and the implantable neurostimulator (ins). The battery got really hot and burned her nerves. Since that time the patient had not used the stimulator. The patient recently had a return of leg pain and she went to charge and she could not communicate with the ins. The patient was in the physician¿s office at the time of this call and was doing a physician mode recharge (pmr). Additional information received reported the patient had an overdischarge. There had been heat at the pocket. The patient expressed frustration with recharging. Long healing after the surge was noted. Additional information received reported that a power-on-reset (por) was seen on the patient programmer (pp). Follow-up determined that the manufacture representative (rep) met with the patient on (B)(6) 2015 and successfully cleared the por. The rep then saw the patient again and it was noted the patient was very happy with the therapy. No device issues were noticed and the por code was not known. Follow-up was performed to determine if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0537821v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).